Manufacturer narrative:
Unknown, not provided, but the best estimate date is between (B)(6) 2017. Iol explant all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during post examination an intraocular lens (iol), model zxr00 was explanted as the patient came out too minus (-1.25 diopter) with poor distance vision 20/70. The case went smoothly, no complications. The lens was not saved for return. No further information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. The search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.